Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3 of 4. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the caller. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr explained the hp would have to finish his therapy that night with manual supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during drain 3/4 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.